Event description:
The patient presented to the hospital for outpatient surgery under general anesthesia for "removal of bilateral breast saline implants with bilateral breasts capsulectomy and replacement with silicone implants in the submuscular position." The patient had pre-operative diagnosis of ruptured left breast saline implant and right breast capsular contracture. The surgeon described the indications as having the original procedure by other surgeons and she developed the complications. The original left side breast was implanted on (B)(6) 2010 and the right side breast implant on (B)(6) 2012. The surgeon documented the patient tolerated the procedure well and was taken to recovery in good condition. The surgeon failed to document any "baker grading scale" in the patient records reference her capsular contracture and no information was found to determine the severity. These implants were sent to the manufacturer "allergan" by request of patient for "(B)(6)" warranty where the manufacturer will conduct analysis.